Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: it was stated that the clip cut the vessel. Please provide further detail of the event. Did the "clips cutting through blood vessels" cause any blood loss? A little oozing if yes how much? Not too much. Was a transfusion necessary? No how was the blood loss managed? They stop using the blue ethicon clips and continued using different clips; silver clips. How was the procedure completed? As above; but with some diathermy. Did this issue change the post-op care of the patient? No patient is fine.

Event description:
During operative procedure, instead of clamping vessel, liga clips were cutting through (clips cutting through blood vessels). Once highlighted, clips were stopped being used on patient. It is unknown how case was completed.